Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was between 340 mg/dl to 500 mg/dl.

Manufacturer narrative:
Section d3: email address was updated. Section d4: the catalog number and UDI number were added. Section g1: contact office name and email was updated.